Manufacturer narrative:
A wallflex biliary rx covered rmv stent and delivery system were received for analysis. The stent was fully-constrained on the delivery system. Visual examination of the returned device found the stainless steel tube was kinked and the sheath was not broken. Functional evaluation found it was possible to deploy the stent using the delivery system as received. There were no issues noted with the stent and no other issues noted with the device. Device analysis determined that the condition of the returned device was not consistent with the complaint incident, the sheath was not broken. The damages noted with the device were consistent with the application of excessive force during attempted deployment, which may have caused the kink at the stainless steel tube. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2017-03537 and 3005099803-2017-03538 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two wallflex biliary rx covered rmv stents were to be used to treat a benign sub-hilar stenosis in the common bile duct during a cauterization with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was dilated with a 6x4 hurricane dilatation balloon prior to stent placement and the patient¿s medical history included right liver surgery after colon cancer. According to the complainant, during the procedure, the first wallflex biliary 8x120 stent (the subject of MFR report # 3005099803-2017-03537) failed to deploy. Reportedly, the delivery system was broken at a location that made it unable for the physician to deploy the stent. The physician attempted to use a second wallflex 8x100 stent (the subject of this report); however, the same issue was encountered on the second stent. The physician completed the procedure using a third wallflex biliary 8x100 stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2017-03537 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two wallflex biliary rx covered rmv stents were to be used to treat a benign sub-hilar stenosis in the common bile duct during a cauterization with stent placement procedure performed on (B)(6), 2017. Reportedly, the patient¿s anatomy was dilated with a 6x4 hurricane dilatation balloon prior to stent placement and the patient¿s medical history included right liver surgery after colon cancer. According to the complainant, during the procedure, the first wallflex biliary 8x120 stent (the subject of MFR report # 3005099803-2017-03537) failed to deploy. Reportedly, the delivery system was broken at a location that made it unable for the physician to deploy the stent. The physician attempted to use a second wallflex 8x100 stent (the subject of this report); however, the same issue was encountered on the second stent. The physician completed the procedure using a third wallflex biliary 8x100 stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.